Event description:
Caller reported that within 10 minutes following a compact plus blood glucose result of 30 mg/dl, she ate breakfast, drank water, and retested at 59 mg/dl and 96 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.